Event description:
Philips received a complaint by the customer on the v60, indicating that the proximal pressure fell to zero. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their proximal pressure fell to zero. The customer stated that their v60 was presenting an error message, "proximal pressure sensor autozero failed." The biomed on site confirmed the reported issue due to an error code in the event log. The rse then advised the customer that a replacement of solenoids 3 and 4 as well as the data acquisition (da) printed circuit board assembly (pcba) should be performed but a replacement of the gas delivery system (gds) would be a more sufficient option. The rse provided the customer with the parts ID for the gds to be ordered and replaced. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (gas delivery system (gds)), aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.